Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that a delay in testing of approximately one to two hours occurred and that there was the potential for exposure to biohazardous material on an atellica im 1600 instrument. A siemens customer service engineer (cse) was dispatched to the site. The cse found a "03 600 07 12 motor error" displayed in the user interface and that the reagent loader arm was not positioned properly in the reagent tray. The cse replaced the reagent tray and realigned the instrument. No information is available regarding the testing that was delayed. There is no information to indicate if someone was actually exposed to biohazardous materials. The cause of the delay in testing and the potential for exposure to biohazardous material was due to a failure of the reagent tray. The device is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A delay in testing of approximately one to two hours and the potential for exposure to biohazardous material was reported for an atellica immunoassay (im) 1600 instrument. The name(s) of the delayed test(s) is unknown. There are no known reports of patient intervention or adverse health consequences due to the delay in testing and potential for exposure to biohazardous material.